Manufacturer narrative:
The device was returned and a material analysis confirmed the presence of the corrosion of the femoral head taper. The root cause of the patient's pain could not be determined as insufficient information was provided. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported surgeon revised patient's left accolade hip due to pain. During revision surgeon noticed wear of the head at the head/stem junction. Trunnion was noted to be in good shape and removed head and liner - liner was described as "marked up" per surgeon.

Event description:
It was reported surgeon revised patient's left accolade hip due to pain. During revision surgeon noticed wear of the head at the head/stem junction. Trunnion was noted to be in good shape and removed head and liner - liner was described as "marked up" per surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.